Event description:
It was reported to philips that the device experienced a defib test failure. There was no patient involvement.

Event description:
It was reported to philips that the device experienced a defib test failure. The device was received by bench repair. An evaluation was performed by an authorized bench technician and the reported issue was confirmed and traced to a faulty capacitor. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor. The capacitor was replaced to resolve the reported issue and the device remains at the customer site. No further evaluation is required at this time.